Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-aug-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient had been discharged per system records but remains physically present in the facility. A technical support specialist (tss) determined that the sample patient had been discharged, as indicated by data received from active directory (adt). A new admission will be required for the patient. Accordingly, the case was marked as closed. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower station the patient was discharged but still ii shows in the facility. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-aug-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient had been discharged per system records but remains physically present in the facility. A technical support specialist (tss) determined that the sample patient had been discharged, as indicated by data received from active directory (adt). A new admission will be required for the patient. Accordingly, the case was marked as closed. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower station the patient was discharged but still ii shows in the facility. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.